Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse replaced the display and brand labels to resolve the issue. The fse completed preventative maintenance (pm) and the unit passed all functional and safety checks to factory specifications. The unit iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic pump(iabp) display had lines in it. It is unknown the circumstances in which the event occurred however, there was not patient involvement and no adverse reported.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per sop 01-061 since the device manufacture date is greater than one year from the event date.

Event description:
It was reported that the cardiosave intra-aortic pump(iabp) display had lines in it. It is unknown the circumstances in which the event occurred however, there was not patient involvement and no adverse reported.